Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, a non-abbott drug eluting stent was used to treat a lesion in the heavily tortuous, mildly calcified, mid left anterior descending coronary artery, when a perforation occurred. A 2.8x19 mm rx graftmaster covered stent system was advanced over an unspecified guide wire and through an unspecified 6fr guide catheter to treat the perforation, however, the graftmaster failed to cross due to the very tortuous vessel. Thus, the graftmaster was withdrawn, but met with resistance against the 6fr guide catheter. The graftmaster, 6fr guide catheter, and guide wire were withdrawn from the anatomy as a single unit. When exchanging the 6fr guide catheter for a larger 7fr, while outside of patient anatomy, it was discovered that the graftmaster stent had dislodged from its balloon. Initially, the stent was unable to be located in the guide catheter, any other concomitant devices, anywhere in the cath lab, or inside of the patient. As the patient did not experience any adverse sequelae due to the failure to cross and dislodgment and was recovering well, no immediate interventions were planned at that date. The perforation was successfully sealed via balloon angioplasty, followed by deployment of a 2.25x60 non-abbott drug-eluting stent and another drug-eluting stent. On (B)(6) 2016, additional images were taken under fluoroscopy to determine if the stent was inside of patient anatomy; the stent was found to be located in the right lower extremity of the patient. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued for the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. In addition, the graftmaster was used past the expiration date. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the vascular surgeon recommended conservative therapy via medical management and the stent will not be retrieved. The patient was discharged in good condition. No additional information was provided.